Event description:
It was observed during the device evaluation, the distal end and bending section cover of the cystonephrofiberscope had missing adhesive. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where the distal end and bending section cover had missing adhesive. The most probable cause of the discovered damage is traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.